Manufacturer narrative:
One cardiomems i2 hospital unit was returned for investigation along with the i2 printer serial cable. Visual inspection of material returned revealed functional damage to i2 external printer serial cable assembly in the form of the connector d-sub housing receptacle broken off from the rest of the component. Only the broken off connector d-sub housing receptacle of the printer serial cable assembly was returned. The device history record for the i2 unit was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a break in the i2 printer serial cable resulting in exposed wires.